Event description:
The needle failed to retract completely, resulting in a needlestick injury to the clinician's thumb. Blood borne pathogen testing is underway.

Manufacturer narrative:
The sample was received (B)(4) 2012 and sent for decontamination. Upon completion of the investigation, a supplemental report will be submitted. (B)(4).